Manufacturer narrative:
Per additional information received, the loss of suction was due to a use error as the overflow trap assembly on the back of machine was overflown with fluid. There was no malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of suction. There was no patient involvement reported.